Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer stated that they experienced high blood glucose of 25 mmol/l which was treated using insulin pump. Customer's current blood glucose was 21.1 mmol/l. Customer stated they noticed the air bubble in reservoir and tubing during troubleshooting for high blood glucose. Customer was advised of best practices for handling insulin for reservoir fill and reviewed the fill reservoir technique. Customer did a complete set change. The reservoir will not be returned for analysis.